Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Pump received with cracked battery tube threads, cracked keypad overlay and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer stated that the plastic ring on the pump (retainer) came off and missing . It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.